Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue; alleges the screen "looks like snow". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/03/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/25/2015 with the following findings:during testing, the pump was powered on and the display screen was intermittently functional. The pump case was removed, and the display flex was found to be not fully inserted. No damage was found to the display screen. The display flex was fully connected, and the display functioned properly.